Manufacturer narrative:
The male pt with a history of hypertension, smoking and chronic pulmonary disease underwent the implantation of two cypher select stents to the proximal left anterior descending artery under the trial. During the index procedure, small defects, consistent with small thrombi, were noted in the distal stent. This was treated with abciximab and there was no flow interruption or clinical impact. Per the procedural physician, this does not constitute an acute thrombotic event. Indication for the initial evaluation was stable angina. The pt was on aspirin at the time of the procedure. Plavix, repro and heparin were administered during and/or after the procedure. The lad was an irregular, eccentric and heavily calcified type c lesion. There was no thrombus present. The safety and effectiveness of the cypher select stent has not been established for use in this type of severely complex lesion that may not be amenable to angioplasty. The target lesion was first debulked with a rotablator. During use of this device embolizaiton of plaque occurred with low flow and symptomatic ischemia. The lesion was pre-dilated and a 2.5 x 23mm stent was implanted followed by the 2.5x 18mm stent both deployed at 16 atms. The stents did not overlap and both were post-dilated. The product was not returned for analysis. A device history record review was conducted and the product met quality requirements for product acceptance. Conclusion: injury to the vessel wall could have occurred at any time throughout the case resulting in the formation of thrombus. However, based on the available info, the exact cause of the possible thrombi noted in the stent could not be determined. This file has been re-accessed as per the similar device reportability criteria implemented by cordis corporation on 12/15/06. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product cypher sirolimus-eluting coronary stent. Device (lot# i606011) is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
The following report was received from the clinical study: during the index procedure, small defects, consistent with small thrombi, were noted in the distal stent. This was treated with abciximab and there was no flow interruption or clinical impact. Per the procedural physician, this does not constitute an acute thrombotic event.